Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this cap detached before vitrectomy surgery with no patient harm does not meet criteria for reporting as a device malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar tip was found defective before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.